Event description:
Pt had been obtaining higher than usual blood glucose readings (200-300 mg/dl) on suspect device. On event day, she did not test, but took 46 u of insulin instead of her customary 23 u. She was admitted to hospital with a blood glucose of 36 mg/dl. She was later released & is doing fine.